Event description:
Patient has a long history of chronic low back pain and is status post implantation of an intrathecal pump approximately 3 years ago. Patient has done well with use of intrathecal medications until recently when the pain became difficult to control. The patient also expressed discomfort with the positioning of the pump and its ineffectiveness at helping control pain. The physician began the weaning process from the pump when it began to stall, causing withdrawal symptoms. It was then decided to reduce the patient to a minimal rate and begin oral morphine. Patient returned to surgery for removal of the intrathecal pump and catheters.what was the original intended procedure?intrathecal pain pump (removal due to malfunction).device #1is this a laboratory device or laboratory test?no.